Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device gives power supply failure message, restarts when beginning charge button test during op check. There was no report of patient involvement.